Manufacturer narrative:
A direct correlation between the left ventricular assist system (lvas) and the reported elevated lactate dehydrogenase (ldh) level could not be determined through this evaluation. Hemolysis is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device - 5 years. The patient remains on lvad support. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2012. It was reported that the patient was readmitted (B)(6) 2017 for elevated lactate dehydrogenase (ldh) of 1000 u/l to 2000 u/l. As an outpatient, the referenced range has been 313 u/l to 618u/l. Mild lower extremity edema noted, but no other heart failure symptoms and no dark urine. A heparin drip was started and dipyridamole added, in addition to continuation of full-strength aspirin and warfarin. On (B)(6) 2017 a ramp echocardiogram demonstrated appropriate unloading of left ventricle. The patient was discharged with therapeutic inr and dipyridamole added to medication regimen.